Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and the depth and extension tubing markings were worn. A longitudinally aligned split was observed between the 53cm and 54cm depth markings. A permanent kink impression was observed in the vicinity of the split. The sample kinked preferentially at the site of the kink impression during manual manipulation. The split occurred at the corner of the kink. Microscopic inspection of the split revealed a granular fracture surface. The split occurred within a depression that formed a crease at the corner of the kink site. Material abrasion was observed in the vicinity of the split. The catheter split characteristics, material abrasion and preferential kinking were consistent with damage caused by catheter kinking. The usage residues and marking wear indicated that kinking occurred during device use. The location of the damage suggested that device securement, access and maintenance techniques may have contributed.

Event description:
It was reported that because the patient complained that leakage occurred from the catheter, the catheter was checked and it was found that there was a crack on the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because the patient complained that leakage occurred from the catheter, the catheter was checked and it was found that there was a crack on the catheter. There was no reported patient injury.